Manufacturer narrative:
Initial 1 of 4. Based on the available information, this event is deemed to be serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that infusion set patch did not stick to skin upon insertion causing high blood glucose and treated with correction injection of multiple daily injection and replaced infusion set and resumed insulin deliveries successfully. The event occurred on (B)(6) 2026